Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. The device was not returned for evaluation. A device history record review revealed no issues related to the reported problem. A review of the service data revealed that there was no previous service history for this device as it was shipped to the customer in a new manufacture condition. Since the device was not evaluated, the reported issue of the increased intra-peritoneal volume (iipv) could not be confirmed and a cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume). A fill volume (fv) of 2600ml was reported and the hp stated that one time, they had drained around 4200ml on their last drain. The hp stated that that they felt full and felt like they could not breathe that day. The nurse reported that at the time of that event, draining had relieved the symptoms for the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.